Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he is having issues with his blood glucose (bg) levels and with pump. He has an appointment next week with his health care professional (hcp). He is not willing to troubleshoot pump at this time, as he wants to talk to his doctor first about the problems with his bg. He alleges having had bgs as high as 600 mg/dl (symptom: urination - unwilling to qualify, no ketones) off and on for the last month. Patient reports he has not had leaking in his cartridge container, no alarms. He gives himself 40 unit boluses to get the bg down. Bg is currently 99 mg/dl. Customer support will attempt to call him back after his hcp appointment. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.